Event description:
It was reported by service report that the motor controls locked up.

Manufacturer narrative:
Investigation ongoing; supplemental report will be filed as necessary based on investigation results.

Manufacturer narrative:
Evaluation was allegedly performed by the customer which identified that the motor controls were locked up. The bed could not be located by the stryker tech and, therefore, evaluation was not performed by manufacturer. Follow-up submitted with conclusion results that the customer was notified to contact stryker if the bed was located in the future.

Event description:
It was reported by service report that the motor controls locked up.